Event description:
Had a monarc bladder trans tot tape procedure, was to be an in and out, had to have blood transfusion and in the hosp for five days with adductor/abductor damage, which may never be the same. Still leaking urine worse then ever. Doc said he should have quit; there was a point that he should have stopped. Severe pain, swelling in the leg. They said "well you didn't die;" so not important. Went to hosp for second opinion and now will have to undergo more testing. Leg still swollen and no way to tell the world that dr should know when to quit.